Event description:
It was reported that the stent jumped during deployment. A 8x40x130 innova self-expanding stent was selected for a procedure in the common iliac. During the procedure, the stent was advanced over a 0.035" guidewire inside a 6 fr sheath. During deployment, the stent jumped forward. Another sent was required to cover the intended lesion and the procedure was completed. There were no patient complications and the patient was fine post procedure.